Manufacturer narrative:
No device was returned for repair/analysis. No previous repair has been noted in the last 12 months. No event history log provided. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
It was reported that pump was alarming upstream occlusion. Troubleshooting was performed but the pump continued to alarm. There was a patient involvement, and no patient harm/adverse event reported.